Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the station and server were synchronized, and all services were functioning normally. Reviewed the reported timelines of communication failure on 26 may, during which the device experienced connectivity issues and keyboard malfunction, both of which were resolved after a reboot performed by onsite staff. No active issues were observed during subsequent monitoring from the server side. Customer confirmed that the system has been stable since the incident and no further disruptions have occurred. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine kept going offline. The pyxis had lost communication multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.